Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿kinked tubing ¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that this weekend, they bladder scanned their patient and found that 950 ml was not draining into the foley bag. Not a drop of urine would come out with manipulation of tubing and venting it. When the foley was emptied, the vacuum in the bag was enough that it prevent gravity flow, and they had seen this prevent urine from being dumped into the urimeter but never seen it completely prevent draining . They had to open the clamp, pull air into the bag and then whalaa urine. It seems the tubing was softer, and this was contributing to this problem. They had also noticed that the tubing likes to bend over at the top of the urimeter and kink now and it never did before.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that this weekend, they bladder scanned their patient and found that 950 ml was not draining into the foley bag. Not a drop of urine would come out with manipulation of tubing and venting it. When the foley was emptied, the vacuum in the bag was enough that it prevent gravity flow, and they had seen this prevent urine from being dumped into the urimeter but never seen it completely prevent draining . They had to open the clamp, pull air into the bag and then whalaa urine. It seems the tubing was softer, and this was contributing to this problem. They had also noticed that the tubing likes to bend over at the top of the urimeter and kink now and it never did before.